Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6).

Event description:
Litigation alleges that the friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the plaintiff's blood and tissue, and bone surrounding the implant. It is further alleged that the patient has been experiencing inflammation, pain and discomfort, including when ambulating or moving to and from a sitting position, partial or complete loss of mobility, loss of range of motion, personal injuries which are permanent and lasting in nature and suffering.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.